Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14f022 was manufactured from june 13, 2014 to june 17, 2014. The device was received for evaluation outside of its original, sealed packaging. Visual inspection of the device found no evidence of the reported issue; both the fill port cap and blue winged luer cap were present and attached to the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 2 of 4.